Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz0311 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter ruptured, leaving part in the patient and another out during manipulation of the accompanying to hold the child.